Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report is being amended to reflect changes. The returned tm shell had a small amount of bio debris and shows two gouges in the trabecular metal. Dimensional evaluation of the threads in the polar hole verified that these conformed to thread gauge. The minor diameter conformed to specifications. The cup positioner was not returned for further evaluation. Device history records were not reviewed as the device use has exceeded the useful life of 5 years for instruments. The device history record review was not performed for returned shell as dimensional evaluation verified that this device conformed to specification. The devices were used in an approved and compatible combination. Review of the complaint history indicated no prior complaints for the part-lot combination associated with the reported shell. Review of the complaint history indicated 7 prior complaints for the part-lot combination associated with the reported inserter for the threaded feature; however none of these were specific to the failure mode of seized screw. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported the shell became lodged onto the impactor inserter. The shell had to be removed from the acetabulum of the patient requiring further instrumentation to gain leverage and break it free.